Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (contact with sharp objects or mechanical failure or operator error or thin rubberize layer). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and label liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The device was not returned.

Event description:
It was reported that the patient was admitted to the hospital due to infectious fever and brought a reserved urinary catheter. On 05may2021 the original urinary catheter need to be replaced. The doctor inserted the new catheter and injected 30 ml of normal saline into the balloon. The doctor fixed it properly and the urine tube would slide out after 15 minutes. It was checked by the doctor whether the airbag was leaking and replaced the urine tube again. Per additional information received from the ibc via email on 14may2021 it was stated that the expired means the old urinary catheter had already left in the patient for some days and need to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was admitted to the hospital due to infectious fever and brought in a reserved urinary catheter. On (B)(6) 2021, the original urinary catheter need to be replaced. The doctor inserted a new catheter and injected 30ml of normal saline into the balloon. Fixed it properly, but the urine tube slide out after about 15 minutes. Checked whether the air bag was leaking. Replaced the urine tube again. Per additional information received via ibc on (B)(6) 2021, the old urinary catheter had already left in patient for some days and need to be replaced.